Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (intermittent power) issue. Reportedly, there was an intermittent power issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1; date of submission: 10/19/2016. The device has been returned and evaluated by product analysis on 09/24/2016 with the following findings. Unexplained power on reset observed in the black box. Battery compartment is cracked below the bumper pad. Cover crack observed between corner of display lens and case seal. No damage found to returned battery cap; it is able to fully secure to the pump with no yellow o ring showing. The returned battery cap contact measurements are in specification. Pump returned with visible moisture behind the display lens. Pump has vibration and audible but the display screen remains blank. Unable to perform all required test steps ue to bank display screen. Leak test fails due to battery compartment leak and case damage leak. Removed pump cover; internal moisture damage was confirmed in the pump unable to adequately investigate the compliant due to internal moisture damage in pump.